Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under separate manufacturer report number.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a watchman interventional procedure. Reportedly, the first proglide device could not be flushed successfully prior to use; however, the physician inserted the device into the anatomy. When the proglide was positioned in the vessel, there was no blood flow coming from the marker lumen; therefore, the device was removed and not deployed. An attempt was made with a second proglide device; however, a cuff miss occurred. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 12f sheath and the interventional was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.